Event description:
It was reported when using the pyxis medstation es system, the lock on the refrigerator was not working properly. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the refrigerator presented challenges in securing its lock. A field service engineer effectively replaced the latch and harness within the smart remote manager to address the problem. The system functioned as intended after the field service engineer had troubleshot the device. A technical service specialist confirmed that there was a delay in dispensing medication to the patients.